Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 3:30. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 hour after the alleged issue occurred she developed symptoms of feeling ¿confused.¿ the patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca educated the patient on the meter¿s behavior and the auto shut off function, the alleged issue remained unresolved. The cca noted this was not the first time the meter had been used and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.